Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. (B)(4). Further evaluation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of product labeling. Return material was not available. A clinical specificity testing protocol was executed using the architect hiv ag/ab combo assay. Testing met the acceptance criteria and determined the the product is meeting expected specificity requirements and is performing acceptably. No issues were identified from the batch record review which would indicate a product deficiency. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, lot 48502li00 was identified.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo results for one patient. The customer indicated a non reactive result of 0.39 s/co on (B)(6) 2015 compared to reactive results generated on (B)(6), 2015 (4.95) and (B)(6), 2015 ( 6.10, 5.66 and 5.70). Additionally, the patient tested reactive using the diasorin and western blot methods.